Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported when she pulled out her infusion set, pus bubbled up where the infusion set was inserted. Pt stated she put some antibiotic on it that her doctor ordered and it cleared it up. Pt reported when she pulls out the infusion sets, she notices the cannula is bent. Pt requested suggestions regarding her infusion site. Advised pt to speak with her doctor. Advised pt to try a different size cannula. Replacement infusion sets were sent; no product returned was requested.